Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed all functional and systems tests with no fault found.

Event description:
It was reported the analyzer had noise on the ECG (electrocardiogram) when the egm (electrogram) cables were connected, so the analyzer was replaced. The analyzer was returned for repair. There was no patient involvement.